Event description:
Customer alleges an interruption in the ventilation cycle, and the unit did not alarm. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.